Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient and reason was not provided. At some time post filter deployment, it was alleged that the filter migrated and struts were extended into the renal vein and caval wall. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient and reason for filter placement was not provided. At some time post filter deployment, it was alleged that the filter migrated and struts were extended into the renal vein and caval wall. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. A bard g2 filter was deployed in the suprarenal cava for the patient with pulmonary embolism. Post deployment, the filter was seen fully deployed in the suprarenal cava above the level of the renal veins. There was mild tilting of the axis of the filter medially, but the legs remained well opposed to the caval wall. Approximately, seven years six months of post deployment, the patient complaints of abdominal pain. A computed tomography (CT) abdomen and pelvis demonstrated there has been slight inferior migration of the filter. Some of the legs are seen extending into the renal veins with the inferior migration and some of the legs are noted to extend through the caval wall extravascular. Therefore, the investigation is confirmed for the positioning issue of the filter, filter migration and perforation of the inferior vena cava (ivc). Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Expiry date: 11/2009. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.